Event description:
Device malfunction: premature deployment. Time of malfunction: during prep. Symptoms/ae: none. It was reported that during device prep, and prior to use in the superficial femoral artery, the stent was deployed. There was no reported injury and no add'l info available.